Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the 0-1 pair impedance was low. The hcp did not have the actual value of the impedance, but therapy impedance was 1295 ohms. The patient was scheduled for an unrelated MRI. Impedances were reportedly last checked on (B)(6), but if an MRI is performed, it was noted they would check again. There were reportedly no therapy concerns nor were symptoms reported. No further complications were reported. The patient was implanted for parkinsonian tremor and movement disorders. Refer to manufacturer report #3004209178-2017-16447 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the low impedance was not determined. They hcp plans to continue monitoring the issue, as the impedance is not at a contact in use.